Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Additional information on the event, device identifiers and device return has been requested.

Event description:
The patient's legal guardian (lg) reported that the personal diabetes manager (pdm) gave a dose of 7u at 2.30am resulting in hypoglycemia (no specific blood glucose levels provided) of the 8 year old patient. The lg reports they did not program the bolus in the pdm.